Manufacturer narrative:
The insulin pump passed functional testing and no unexpected alarms were noted. The motor was tested outside the device and passed motor test. The insulin pump was received with cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error, as well as no delivery. The blood glucose reading was 114 mg/dl. No significant events leading to the alarm were recalled. The customer did not remember when the alarms occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.